Event description:
Information was received from a patient via healthcare provider who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that it can take up to 30 minutes to get a bolus using the personal therapy manager (ptm). The healthcare provider (hcp) stated that the patient reported various errors when waiting for the bolus and specifically mentioned error 518 (communication error). She eventually gets a bolus, but it stalled at 90% for quite a long time. Reviewed that clearing the patient data services (pds) data will likely speed up the time for telemetry but data will accumulate again over time. The agent walked through clearing data and confirmed telemetry time was much faster.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.